Event description:
This complaint is not reportable based on the returned device analysis. It was reported that while preparing for an unspecified stenting treatment procedure the device could not be loaded on to the guide wire. An rx stent/7 x 7cm had been selected to treat an unspecified target lesion. During prep, an attempt was made to backload the stent over an unspecified guide wire; however, the guide wire would not come out of the exit port with the internal wire exiting instead. The guide wire was pulled back and the internal wire "popped back" inside the exit port. The device was exchanged for another rx stent/7 x 7cm and the same malfunction occurred. The devices did not contact the patient. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "fine". Returned device analysis revealed that the distal end of the guide catheter had been stretched and torn off.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that the condition of the returned unit was not consistent with the complaint incident that the device would not load onto the guide wire. The guide catheter of the device was found to be kinked, stretched, and broke which would not allow an evaluation to confirm the customer's complaint of the guide wire not backloading. It appears that the guide catheter was kinked possibly during an attempt to load the device on the guide wire. It is possible that the kink caused interference between the guide catheter and guide wire which led to the guide catheter stretching and breaking. The distal end of the guide catheter had been stretched and torn off jaggedly. The ramp window was found to be deformed slightly around the external edges. The internal distal edge of the rapid exchange window did not appear to be smooth. The guide catheter distal remnant was found to be kinked. A functional evaluation found that the pull wire would actuate smoothly. A review of the device history record was performed and revealed no related issue to this complaint. The most probable root cause of the reported complaint is determined to be operational context.